Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain in the area of the hernia and was seen seven times by the surgeon. A laparoscopy was performed on (B)(6) 2012. During the procedure it was noted that there was no ingrowth of the mesh, as well as, adhesions to the colon- transversalis and omentum. The adhesions were lysed and a new mesh was implanted. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.